Event description:
The md was performing a ptca on the pt. The guidant stent, 2.25 x 13 mm was prepped and inserted into the pt and properly positioned. When attempting to deploy the stent, the stent balloon did not inflate. The stent remained on the balloon and the defective device was removed from the pt. A delay in the procedure occurred as a new stent was placed and deployed in the artery.